Manufacturer narrative:
Supplemental report will be submitted once the motor has been inspected by technical dept.

Event description:
Report received indicates that as a weight test was being conducted using a likorall, with the lift strap extended to its full extent, the lift strap failed and dropped to the floor. No injuries reported.